Event description:
When I used my dexcom sensor and pushed the orange button to insert the device, the needle and device remained in the "insert" position and stuck there. I used a tool to push into the reset area at the back of the device. This failed to release the product. I got a wooden spoon and whacked the top of the inserter about 6 times as hard as I could. It finally released. FDA safety report ID# (B)(4).